Event description:
The complainant reported that during the therapeutic implant of a vaxcel pasv PICC the distal end of the guidewire began to unravel as it was being pulled from the pt (age and gender unknown). The clinician was able to remove all portions of the device from the pt by pulling it out from the pt along with sheath dilator. The clinicians obtained another device and successfully implant it in the pt. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has been rec'd by this MFR, but a physical evaluation has not yet been performed. At this time we are unable to determine if the device met specification. The 2007 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.